Event description:
During an aortic valve replacement performed on (B)(6) 2014 the graft was used for extra corporeal circulation. It was reported that during the procedure, blood leaking was noticed from the surface of both ends of the graft. The surgeon cut about 5 cm of the graft to remove the leaking area and anastomosed again to complete the procedure. No patient injury was reported.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. Please note that the device was not used in an approved indication. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.